Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that, the patient experienced dizziness while working with a driller. Interrogation revealed that the device had reset and a 6 second pause in pacing was observed. The device was later explanted and replaced. No further information is available.